Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record could not be performed without a lot number. The device was not returned to olympus for inspection so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. External stress on connecting tube may have been caused by applying force in the wrong direction. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: 9 preparation and inspection, 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the preprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation of the event is on-going. Should additional information be made available, a supplemental report will be provided.

Event description:
The customer reported that she has been experiencing a consistent problem with the olympus connecting tubes. According to the initial reporter, the clip component is very fragile and breaks easily. Reportedly, 1-2 of these plastic clips that hold the connecting tubes to the reprocessor are breaking each month.